Manufacturer narrative:
The referenced report of known short to shield was reported under medwatch MFR report #2916596-2017-02516. (B)(4). Approximate age of device - 1 year and 1 month. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient has a known short to shield issue. The patient presented to the emergency room with low flow alarms on their system controller. Device interrogation revealed multiple pump stoppages when connected to batteries and or on an ungrounded patient cable. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log files and revealed pump stoppages, low flow alarms and driveline fault alarms while on batteries and an ungrounded patient cable. The patient has a history of an internal driveline fracture. The data from (B)(6) 2017 confirmed pump stoppages from the primary system controller on both power sources with the first pump stoppage on (B)(6) 2017. The backup controller contained a pump stop on (B)(6) 2017 which occurred on the power module. This could indicate the patient may have a percutaneous lead phase to phase short. The submitted x-rays were unremarkable. The patient underwent a pump exchanged on (B)(6) 2017 due to pump stoppages. No additional information was provided.

Manufacturer narrative:
Concomitant medical products additional information: added date received. The evaluation of the left ventricular assist system (lvas) confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 10.5 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft was cut approximately 2.5 inches from its hardware and returned attached to the outflow elbow, which was attached to the pump¿s outlet port. Approximately 0.5 inches of the outflow graft bend relief was returned attached to the outflow graft attachment. Evaluation of the sealed outflow conduit revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. It should be noted that a slight kink to the outflow graft was observed near its hardware the driveline was tested for electrical continuity in the condition that it was received and no discontinuities or shorts were induced. Upon removal of the silicone sleeve, examination of the driveline revealed a tear to the clear bionate approximately 8.5 inches from the pump housing and shield breakdown approximately 8-10 inches from the pump housing. The clear bionate and metal braided shield were then removed to examine the underlying wires. Visual examination of the wires revealed breaches to all wires, approximately 8-9.75 inches from the pump housing. The wire insulation breaches were observed in the following locations, relevant to the pump housing: orange, red, brown, and yellow wires (8¿), red, brown, black and green wires (8.25¿), orange wire (8.5¿), brown and red wires (9¿), orange wire (9.5¿), and brown wire (9.75¿). The yellow and green wires redundantly support motor phase 1, the brown and black wires support motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Device evaluated by MFR: placeholder.